Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.2b medical device type: one additional code applies; jka.

Event description:
It was reported that before using bd vacutainer® push button blood collection set, the customer found different catalog of wingset in the boxes on unspecified number of devices. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: "bd had not received any samples or photos for investigation. Therefore, 2 shelf cartons (containing 50 retain samples each) were visually inspected and no mixed product was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: mixed product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends."

Event description:
It was reported that before using bd vacutainer® push button blood collection set, the customer found different catalog of wingset in the boxes on unspecified number of devices. There was no health impact or consequence reported.